Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted (B)(6) 2012. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to positive blood cultures of staphylococcus aureus and sepsis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.